Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Right hip revision due to cup loosening.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Right hip revision due to cup loosening.